Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field - h6(medical device ¿ problem code) a getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that fiber optic connector was difficult to insert. To remediate the issue the (fse) adjusted the connector bracket for distortion and its position. The unit was tested as per manufacturing standards and deemed to be in good condition.

Event description:
N/a

Event description:
It was reported that during routine check by customer, the fiber optic connector of cardiosave intra-aortic balloon pump (iabp) was difficult to insert. There was no patient involved

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6) hospital) a supplemental report will be submitted upon completion of our investigation.